Event description:
It was reported that the insertion was normal, but when the nurse aspirated blood, it leaked under the patient's skin causing a small hematoma. When they flushed it, it leaked and infiltrated. This happened 3 times, and they finally saved one catheter. No patient injury was reported.

Manufacturer narrative:
Other text: e4- is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Additional review: complainant provided a photo of a device with blister topstock and without sheath component for analysis. The photo was visually examined for potential nonconformances. The photo displayed an arrow pointing to the location of the reported leakage occurring in the catheter tube near the catheter hub nose. Given the photo was not a magnified view of the point of leakage and the numerous shadows in the photo, it was not possible to determine any potential root cause. Further, given no product has been provided we could not confirm whether a quality-related issue has resulted in the customer reported problem. Per instructions for use (IFU) warnings, section 4.2: to avoid the potential of an embolus, never reinsert the introducer needle inside the catheter once the needle has been partially or completely withdrawn, as it may pierce and/or sever the catheter. Per instructions for use (IFU) section 7.5 and 7.6, once flash has been observed, the clinician must decrease the angle of insertion, insert the device slightly to confirm catheter entry in vein and hold the ribbed housing stable prior to threading the catheter forward. Failure to ensure confirm vein entry and to stabilize the device prior to threading the catheter forward may result in piercing the back wall of the vessel. To assure that our products meet functional requirements, the dimensions of the catheter components (eyelets/ actuator, tubing, and hub) are tightly controlled. During the manufacturing process, our catheters are tested to assure that the tubing will not tear, break or otherwise fail. During the manufacture, critical parameters are 100% controlled during the different phases. Once the catheters are assembled into the tube, eyelets/ actuator, and hub, the catheters are inspected in-process 100% in order to demonstrate that the catheter tube is properly secured to the hub. In the process, the product is inspected by operators using statistically valid sampling plans at defined intervals. If any nonconformances are found in the process, the product is isolated, non-conformed and immediate action is taken to perform corrections. Sampling plans are based on random sampling selection and are designed to provide a high level of assurance that the true fraction defective is less than or equal to the established aql level for each quality characteristic. As reported, the reported event could not be verified and/or confirmed with confidence, therefore, no further correction, corrective or preventive actions will be conducted by the manufacturing facility at this time. Complaint information will continue to be monitored. Regularly reviews and analysis post-market data for new information or adverse trends, implementing corrections, taking corrective and preventative actions accordingly.